Event description:
While removing old portacath, it was found that only 5cm of the portacath was intact. The remainder had separated and was in the right atrium. This was determined under fluoroscopy. The portacath was 2-3 years old as per pt info and was inserted at another facility.